Event description:
The reporter stated that the item was cracked and leaking. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The reporter indicated that the sample was unavailable for return. The device history could not be reviewed nor could the MFR date be determined without a reported lot # as a reference. Review of the complaint database indicates this is the only reported complaint for this product code in the past 24 months. Smiths was unable to confirm the issue of determine a possible cause without returned product evaluation. No additional action is necessary at this time. Smiths considers this MDR closed with this report.